Event description:
The event involved a primary set, 3 clave y-sites, 100 inch, non-dehp . It was reported a syringe pump tubing was connected to the proximal site, with propofol being infusion. Propofol immediately moved up to the solute. The tubing was clamped to make sure the medication went to the patient. Once the patient was induced, injected the antibiotic via the distal site, and the same problem occurred, i.e. A return to the solute. The primary solute was connected to a peripheral permeable 20 g channel. He added that the problem was not repeated with subsequent injections and the continuous infusion of propofol did not flow back to the solute. There was patient involvement and unknown patient harm.

Manufacturer narrative:
Two (2) videos were returned for inspection. In the first video, the syringe was attached to the y-clave just distal of the back check valve (bcv) and in the second video the syringe was attached to the most distal y-clave site. In both videos, backflow was observed past the bcv and into the drip chamber. Received one (1) used and ten (10) new b91260490 primary sets for inspection. No damages or anomalies noted. To replicate clinical use, an ICU medical provided 20 gauge needle was attached to the distal end of each set to replicate back pressure from a patient. Backflow was tested on each sample by infusing with an ICU medical provided 20 ml syringe at the y-clave just distal of the bcv and the most distal y-clave. The roller clamp was adjusted to have both free flow and a drip rate of approximately 15 drops per minute for each infusion. There was no backflow observed on any of the returned sets. The reported complaint of backflow can be confirmed from the two (2) videos returned by the customer. However, the reported complaint could not be replicated with the returned one (1) used and ten (10) new b91260490 primary sets. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.